Event description:
Information received indicates the brake is not locking when engaged. The bed continued to move.

Manufacturer narrative:
The technician replaced all four casters to repair the bed.